Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they were having issues with their stimulation and patient didn't provide an event date. Patient stated their stimulation only went to their legs and not to their back where their pain began. Patient met with medtronic representative and rep did get it to go but it didn't stay or go up high enough. Agent understood this as issue temporarily resolved and the stimulation didn't go up to their back high enough. Patient was supposed to meet medtronic representative at their hcp's office so the hcp could show rep where the patient's nerves were. Patient noted they had an appointment with their healthcare provider on october 6th and wanted to meet with a medtronic representative at that time. Patient mentioned their first setting seemed to help then they seemed to not have gotten relief the last 5 years. The patient was redirected to their health care provider to further address the issue. Agent provided nas phone number and reviewed role of representative.

Event description:
Additional information was received from the patient (pt). Pt reports the cause of the issue was not determined, a manufacturer representative (rep) met them at a doctor's appointment and a "reset" was performed, pt reports the issue is resolved at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.